Event description:
Related MFR report: 3006705815-2020-02124. It was reported the patient was not receiving effective stimulation therapy from the scs system. X-ray images taken revealed one of the leads had migrated. Surgical intervention was taken and the leads were replaced with new ones. Postoperatively, the patient reported stimulation coverage and desired therapy.

Event description:
Related MFR report: 3006705815-2020-02124.